Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, pinhole leak in cylinder.

Manufacturer narrative:
A titan otr pump, two cylinders and lockout reservoir were received for evaluation. Examination and testing of the returned components revealed a separation through the bladder of cylinder # 2. Testing revealed this to be a site of leakage. Microscopic examination revealed a smooth, straight appearance, indicating that sharp instrumentation was involved. Because these components were released according to manufacturing and quality control procedures, quality concluded that the observed instrument separation through the bladder of cylinder # 2 occurred subsequent to the device packaging being opened. A separation of this type would allow the loss of fluid, rendering the device inoperable. However, as the device was implanted for approximately 6 years and assumed functional during this time, and because the available information indicated that the device was damaged to facilitate explant, quality cannot decisively determine a root cause of the reported event. Should additional information be received, this file will be re-evaluated, according to procedures.